Manufacturer narrative:
Following the reported event, it was discovered that user facility personnel were attempting to use forceps and a snare to pull the decompression tube subject of the reported event into a lower position within the stomach cavity. This method is contrary to the instructions for use, which describes use of guidewire exchange for decompression tube positioning. Pulling with the forceps and a snare likely stretched the decompression tube, allowing the stiffening wire to protrude from the device, and subsequently causing the reported event. The active venting cryo decompression tube IFU states "for the 16 fr cdt (2000181): a guidewire should be used to aid in cdt placement using a standard endoscope/guidewire exchange technique. The four black bands on the cdt should be placed at the gej if using in the esophagus. A minimum of one (1) band should be visible from above the gej. Note: when used in areas other than esophagus (i.e. Stomach, rectum or colon) cdt black bands should be placed approximately 1 cm past the treatment zone. Note: when routing the cdt outside the patient's oral cavity, leave slack in the cdt to prevent tube kinking. 6. Remove guidewire from cdt and attach the free end of the suction tubing to the cdt. 7. Place optional distal attachment cap on end of the endoscope. 8. Re-intubate the patient with the endoscope to confirm cdt black bands are properly aligned then secure cdt in place." Steris offered in-service training on the proper use and operation of the active venting cryo decompression tube, however the user facility declined. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure a stiffening wire, normally internal to the active venting cryo decompression tube, became exposed. As a result, the patient obtained mucosal damage in the upper esophageal sphincter from the exposed wire. The patient was treated with a lidocaine rinse. The procedure was discontinued and rescheduled and completed successfully at a later date .